Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and analyzed. No anomalies were found with the battery voltage. On (B)(4)-2010, the telemetered battery voltage was 2.97v, and the daily battery voltage trend measurement was 2.99v, which was within expectations.

Event description:
It was reported that the telemetered battery voltage was 2.97v. Evaluation of the actual voltage was requested. The device remains in use. No patient complications have been reported as a result of this event.